Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 325 cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via physical consultation. As a result, the patient was scheduled for bilateral breast implants explantation surgery on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On october 4, 2020, mentor became aware that only the left breast implant was ruptured and that the right breast implant was found intact upon removal. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 7686352 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9492394 sn: (B)(6) . Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.